Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on user synced glucose data on data management system (dms) which is a cloud platform for eversense system. Based on the investigation, the eversense continuous glucose monitoring (cgm) system did not assert a hyper alert because the sensor glucose did not cross the set high glucose alert threshold of 250 mg/dl between 10th and (B)(6) 2019. Per investigation, the system behaved as intended.

Event description:
Senseonics was made aware of an instance wherein a patient using eversense cgm system went through a hyperglycemia event. The patient reported hyperglycemia episodes twice. The patient did not receive warnings from the system. The patient has been type 1 diabetic for two years. The patient will speak to the doctor on the phone, since the doctor will connect to the system to download the patient's data. She reports that they are adjusting the therapy and the doctor periodically checks the patient's data to regulate the therapy.